Manufacturer narrative:
The system power manager (spm) has been returned and evaluated by the failure analysis team. Fa connected the spm into the xi system. The system powered on showing a non-recovery fault error 31218 meaning that a hardware power module detected a fatal "voltage out of range" fa checked the error logs and it displayed errors 816 and 861. These errors indicate the psc has power faults.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the psc was unable to power on. The fse replaced the system power manager (spm) due to the psc not powering on and this resolved the issue. The system was then tested and verified as ready for use. The customer reported complaint regarding no battery backup message was confirmed based on the field evaluation, which indicates that the device did contribute to the reported issue. Isi received the spm unit involved with this complaint to perform failure analysis; however, failure analysis investigation is in progress. Based on the current information available, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted once failure analysis investigation is completed and/or additional information is received. This complaint is being reported due to the following conclusion: the customer converted to traditional laparoscopic approach after the start of the procedure due to a problem that rendered the system in a non-operable state. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure conversion.

Event description:
It was reported that during a da vinci-assisted hiatal hernia sliding surgical procedure, prior to docking a message of no battery backup was received. At the time of call to technical support, a technical service engineer (tse) reviewed logs and observed error 816 pointing to patient side cart (psc) battery backup fault. The tse asked the customer to check the status of the psc battery led, and the customer confirmed that there were three solid green leds. Tse walked the customer through flipping the psc alternate current (ac) circuit breaker to the down position and the psc turned off. Tse walked the customer through an emergency power off (epo) of the psc and the psc powered on with error 252. The tse then walked the customer through a power cycle of the system with the system power on and a non-recoverable fault was received. Tse had the customer perform a hard power cycle of the whole system including epo of the psc with no change. Tse then walked the customer through a power off of the system and to flip the psc circuit breaker down and power on the vision side cart (vsc); which resulted in the psc not powering on but the power button flashing blue and then amber backlight with repeated blue flashing with amber flashing without the psc powering on. Tse walked the customer through placing the psc circuit breaker in the up position and the system powered on with error 31218 persisting. Due to not being able to resolve the issue, the customer converted the procedure to traditional laparoscopic approach. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.